Manufacturer narrative:
Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the reported valve thrombosis cannot be confirmed; however, it may be related to the mechanisms described above. In addition, patient factors (cad, htn, renal insufficiency and lbbb) may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through our european source 3 clinical study, approximately 2 years and 1 month post implantation of a 23mm sapien 3 valve the patient was admitted for elevated pressure across the aortic valve and thrombotic deposits on the valve. As reported, a CT revealed that most-likely thrombotic deposits were on the valve, more on the right coronary leaflet and less on the left coronary leaflet. The right coronary leaflet has restricted movement and thickened commissures of the non-coronary leaflet. The results were unclear, the patient is being monitored and a follow up CT will be performed.

Manufacturer narrative:
Describe event or problem: a CT scan was performed and confirmed thrombotic accumulation at the valve. Anticoagulation therapy was initiated.